Event description:
During product service by a service technician, a flogard infusion pump found to have damaged central processing unit board (cpu). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and was unable to power on. During visual inspection a damaged central processing unit board (cpu) was identified; the cause was undetermined. No repairs were performed. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.